Manufacturer narrative:
Per RMA a replacement RMA driver was sent to site for replacement. Upon evaluation of returned instrument, the driver has seized up. Otherwise it receives tools and handle without issue.

Event description:
Site called to report the awl probe tab driver has seized up. This event did not occur during surgery and no pt was present.